Manufacturer narrative:
Na - the device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decline in the patient's performance had been noticed on (B)(6) 2014. No trauma or accident has been reported. The patient was re-implanted on (B)(6) 2014.